Event description:
It was reported to boston scientific corporation that a bsc colonic metal stent was implanted during a colonoscopy procedure. The stent was reported to most likely be a wallflex colonic stent. The indication for the stent placement was treatment for a malignant stricture. The stricture was located at the hepatic flexure and approximately 6cm in length. The stent was successfully implanted approximately two years prior to (B)(6), 2011. On (B)(6), 2011, it was discovered that the stent had become blocked due to tissue ingrowth. It was noted that the stricture was very tight and the patient had tortuous anatomy. Another wallflex colonic stent was implanted within the existing stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be in his (B)(6). Although the exact upn is unknown, the device was reported to most likely be a wallflex colonic stent. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.